Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this pacemaker implant procedure, the physician experienced difficulty inserting the right ventricular (rv) lead into the device header and had to use more force. The physician had to remove and then re-insert the lead into the header to get in-range impedances and to mitigate noise. Ultimately the lead was successfully inserted into the header and the implant procedure completed with no further issues. No adverse patient effects were reported.